Manufacturer narrative:
Continuation of d10: dtpa2d1 crt-d implanted: (B)(6) 2023, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance warning for undefined high pacing impedances and undefined high rv defibrillation impedances. In addition, the left ventricular (lv) lead triggered an impedance warning for undefined high pacing impedances. It was also noted that the right atrial (ra) lead exhibited high thresholds and undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes. Noise was also noted on the rv, lv and ra leads triggering episode misclassification. The rv, lv and ra leads remain in use. No patient complications have been reported as a result of this event.